Manufacturer narrative:
A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a percutaneous tracheostomy procedure, a physician made a generalized comment while using a blue rhino percutaneous tracheostomy device that "when he assists with these procedures, there tends to be a lot of bleeding." The physician also stated that this problem tends to occur more with larger patients. The problem with the device occurred before cleaning, exchanging, and suctioning would be performed. The physician also did not say that any component of the device failed. This is a general complaint about the product and this physician has had multiple incidents of this type. No other adverse events have been reported for this incident. Additional information regarding event details and imaging availability have been requested, but have not been made available at the time of this report.

Event description:
No additional details regarding patient/event details have been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation: a review of the instructions for use (IFU), quality control, and trends was conducted during the investigation. A visual inspection of the complaint device could not be completed as the device was not returned for inspection. However, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the device history record could not be completed due to a lack of lot information from the user facility. A review of the sales records to the user facility over the past 3 years could not narrow down the lot number of the reported complaint devices. A database search for past complaints on this lot could not be performed.. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use for the blue rhino advanced percutaneous tracheostomy introducer state the following instructions related to the reported failure mode: "warnings: exercise care to ensure that the components used in each step are properly positioned within the trachea. Improper placement of the components may lead to potentially life-threatening injury. Anatomic anomalies may made the procedure difficult to perform. The presence of anomalous blood vessels may cause excessive bleeding during the procedure. Precautions: an ultrasound evaluation of the patient¿s neck prior to the procedure may aid in identification of anatomical variances. The instructions for use for the versatube tapered tracheostomy tube with a disposable inner cannula state the following instructions related to the reported failure mode: precautions: patients breathing gas should be adequately humidified to minimize encrustation of the tracheostomy tube and/or inner cannula lumen and prevent mucosal damage. Do not reposition the in situ tracheostomy tube while the cuff is inflated; doing so may result in trauma to the stoma and/or trachea." Based on the information provided, no inspection of the product, and the results of the investigation, cook has concluded that patient anatomy and unintended user error may have contributed to the reported adverse events. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.